Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch up cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. Other cables at the wrist are not damaged. Additional observation not reported by the site is a derailed cable at the back end. The pitch cables are loose at the wrist. The housing was removed to find one pitch cable derailed at the back idler pulleys. The cable is wedged between two pulleys and has lost tension. The clamping pulley screws are still tight. There were 4 uses left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure a frayed cable was noted on the prograsp forceps instrument. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.